Manufacturer narrative:
The event occurred in india. It was reported that the error message ¿-12vtest¿ occurred on the rotaflow console during a routine check. No harm to any person has been reported. A getinge service technician was onsite to repair the affected rotaflow console with s/n (B)(6) on 2021-10-29. The technician was able to confirm the reported failure and replaced the rotaflow console (rfc) power supply board (article number 701012630) to solve the reported ""-12v test error". The unit is back in use. An investigation of a rotaflow system that exhibited a similar issue "-12v test error" /"referenc error") was performed by the getinge life cycle engineering and the root cause could be determined as a triggered fuse f3 on the power supply board. Which could resulting in either the "-12v test error" or the "referenc error". Based on the investigation results the reported "-12 v test error" could be confirmed. The review of the non-conformities was performed on 2021-12-29 and during the period of 2016-03-01 to 2021-12-29 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2016-03-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.c

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the error message ¿-12v test¿ occurred on the rotaflow console. It is suspected that the power supply board is damaged. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).